Event description:
Boston scientific received information that vegetation was noted on this patient's leads and the physician decided to extract the entire system. However, during efforts to explant the patient's left ventricular (lv) lead with the use of a stylet and laser extraction, the lead broke and a portion of the remains in the patient's coronary sinus (cs). No adverse patient effects were reported.

Manufacturer narrative:
No products were returned for testing and no other adverse events have been reported.